Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead remains in use and no action is currently planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D314drg implantable cardioverter defibrillator (B)(6) 2012, (B)(4).

Manufacturer narrative:
Product event summary: product performance information was obtained, analyzed, and no anomalies were found.

Event description:
It was reported that the right ventricular lead had t-wave oversensing. The lead remains in use and no action is currently planned. No patient complications have been reported as a result of this event.